Event description:
It was reported that while in the cath lab, the berman catheter was inserted for an angiography. After the procedure was completed, the catheter was to be removed from the patient. During the removal, a leak was noticed at the catheter body near the junction hub. The catheter was removed successfully. There was no reported patient death or injury. The anatomical insertion site is unknown. The procedure was not interrupted or delayed. There were no reported patient complications and the patient outcome is good. Additional information received from (B)(4) on (B)(6) 2011 stated that "no excessive force was used to remove the catheter from the patient."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.